Event description:
A user facility has reported that the red connection on the blood tubing came apart and was leaking. This occurred during treatment. The small line just after the blood pump segment began to leak during treatment. The pt was successfully reinfused completely. There was no blood loss. Pt staff reports the pt experienced no ill effects or medical intervention. There is no sample available for evaluation.